Manufacturer narrative:
A review of the complaint history record in was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Review of the device history record showed the device had a manufacture date of 02feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received error code 354.6770. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received error code 354.6770. No additional information was provided. There was no reported patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device received but investigation is still pending completion.

Event description:
It was reported that the device received error code 354.6770. No additional information was provided. There was no reported patient involvement.

Event description:
It was reported that the device received error code 354.6770. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor board for error 354.6770. Replaced front cover, keypad, rear case, left/ right handles, lower housing, sleeve drive, retainer, wiper seal, gripper, left/ right iui connectors & tube drivearm. Performed calibration. A review of the device history record showed the device had a manufacture date of 02feb2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor - press disk sensor fault (error code 354.6770). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.